Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No medical records were received for evaluation. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. The reported event regarding dislocation of an unknown liner was not confirmed.

Event description:
It was reported that the patient was revised for dislocation and the constrained liner was explanted.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly liner. It was noted that the device was not available for evaluation due to the hospital's policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was revised for dislocation and the constrained liner was explanted.